Event description:
A distributor reported that a pump triggered an altitude alarm, leading to the suspension of insulin delivery. There was no reported impact to the customer¿s blood glucose level at the time of the event. Technical support instructed cleaning of the speaker holes and an attempt to resume insulin delivery, but these steps were unsuccessful. As a result, cts decided to replace the pump and cartridge. The customer was informed about the pump replacement, confirmed the shipping address, and was instructed to return the faulty pump within ten days using a pre-paid label and box. The customer declined to share information regarding backup therapy for insulin delivery.